Event description:
It was reported that the customer received a motor error alarm. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion and prime tests. Insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify error alarm in alarm history screen due to history file was overwritten. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.